Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported, "right side capsular contracture, baker grade iii. And exchange from textured to smooth implants, due to the patients concerns with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec, cloudy in the gel, crease fold and deformation. Voids in the gel observed, after autoclave cycle. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
Clarification to corrected fields: initially submitted device information is not consistent with this report.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.